Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet pump¿s touchscreen in the upper left corner became unresponsive and a hairline crack was observed near the top, preventing the user from selecting the back arrow and navigating out of a graph page, consistent with a device fracture involving the touchscreen component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided by the user. Investigation of this case revealed a stress-related problem consistent with a fractured touchscreen. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.